Event description:
The customer reports they are having issues with the catheters leaking from the blue lumen. The patient came back for a repeat procedure. No additional details were provided.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. One (1) sample was returned to the merit salt lake location with a handwritten lot number and without the original product packaging for the reported part number h787108017015 and lot number mrjr600. Biological matter was observed on the device. Additionally, based on the lot number, it was noted that the device returned was manufactured prior to merit's acquisition of the product line. Upon reception, a visual inspection was performed, and no damage was observed on the device. The device returned with both the red and blue clamps engaged. The red clamp was then opened, and a syringe was connected to the red port and flushed without issue. The red clamp was then re-engaged, the blue clamp was opened, and the blue port was flushed with water without issue. The blue clamp was then re-engaged, and water was pushed into the blue port. A leak was observed in the tubing connected to the blue port, between the clamp and the port. The failure as reported was observed. A leak was observed in the tubing connecting the blue port to the catheter, between the clamp and the port. Because the device was opened and returned after use, the exact root cause of the failure is unknown as the damage may have occurred during manufacturing, packaging and handling, or use. The complaint is confirmed; however the root cause could not be determined. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformance of this nature is monitored by the engineering, quality and management team members. This complaint will be used to trend for similar complaints.  Corrective actions are taken as warranted. Trend data will be used to monitor complaints and the performance of production processes and quickly address any deviations from established standards.